Event description:
It was reported that patient was experiencing breakthrough seizures that were previously controlled with the vns and high impedance was observed on the patient's vns. It was stated that the vns had been extremely beneficial to the patient. The patient underwent full vns replacement surgery due to high impedance. It was stated that product return was not expected from the facility. Follow up with the company representative revealed that the generator was replaced due to a cracked and detached header. It was stated that the surgeon was unable to confirm whether the damage and detachment of the header was due to the explant procedure, though it was stated that it may have been a result of the surgery. Therefore, it is unknown the role, if any, the damaged and detaching header played in the high impedance. The damaged and detached vns generator header was reported in mfg. Report #1644487-2018-02287. No additional relevant information has been received to date.